Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in (B)(6), the patient experienced "af/fl [atrial fibrilation/flutter] then 3rd degree avb [atrioventricular block] with junctional escape pattern." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, the patient experienced "af/fl [atrial fibrilation/flutter] then 3rd degree avb [atrioventricular block] with junctional escape pattern." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review was performed of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. Patient 271 (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry) , 52 year old female, degenerative/myxomatous disease etiology, nyha (new york heart association) IV, regurgitant lesions, with a history of intracoronary stent placement, by protocol, they are the recipient of an onxan or onxane model on-x valve in the aortic position. Postop day 2 the patient experienced atrial fibrillation/atrial flutter followed by av block and postop day 3 experienced junctional escape pattern. No other information is available following these observations as the protocol limits adverse event reporting to 14 days postop. A pacemaker was implanted at this time. The postop arrhythmias began with an atrial fibrillation and atrial flutter and progressed to an av (atrioventricular) block which is defined by an interruption in conduction between the atrium and ventricles. Consequentially, the resultant junctional escape beats reported were generated from ectopic foci rather than the av node (as a result of the av block) and were evidence of a disturbed conduction/nodal system. A pacer was implanted to correct the conduction problems. Although, the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines for reporting mortality and morbidity after cardiac interventions define the implantation of a permanent pacemaker or defibrillator within 14 days after surgery as a major valve-related event [akins, 2008], in this case, there is no evidence to suggest that the on-x valve contributed to the event. Postop arrhythmias are a common sequela of open heart surgery and are not specific to the on-x valve. The root cause of the arrhythmia is indeterminate nevertheless the instructions for use (IFU) list cardiac arrhythmia as a potential complication following aortic valve replacement. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.